Manufacturer narrative:
A field service engineer has been on site and started the investigation. Control printed circuit board pc1771 has been replaced. Replaced part has been requested but not yet received. A supplemental MDR report will be sent when the investigation is done. (B)(4).

Event description:
It was reported that the ventilator generated a "restart ventilator" alarm at start up. There was no patient involvement. (B)(4).